Event description:
It was reported that "the lift is stuck in the up position tried to swap out the motor, pendant and the battery but the lift does not lower down at this position.

Manufacturer narrative:
It was reported that "the lift is stuck in the up position tried to swap out the motor, pendant and the battery but the lift does not lower down at this position. Stated that there is some damage to one of cables under the control box. Swapping with new pendant, battery and the issue was not resolved. When swapping the cables on the control box, this did not resolve the issue. The damaged cable is the one going into the boom actuator.there were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated. This medical device report (MDR) is being submitted as part of retrospective review activities, which include review of historical data in accordance with regulations at 21 cfr part 803. The information included in this MDR reflects the